Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 11cm distal to the is 1 connector pin into two segments. All fragments were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular 8cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing and aborted shock. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation (32cm and 30cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 70 months, oversensing on the ventricular channel was reported. The lead was explanted.